Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a damaged motor and a sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device was damaged and would not run, and the device had a sticky trigger. It was further determined that the device failed pretest for check power with the power test bench, check the function of the device, and check for sticky triggers. It was noted in the service order that during an unspecified surgical procedure it was observed that the control unit was damaged. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.